Manufacturer narrative:
Sc-1160 ,sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg had migrated. It was noted that the patient was experiencing pain and heating at the ipg site. The patient underwent a revision procedure wherein ipg was replaced and pocket was relocated.

Event description:
A report was received that the patients ipg had migrated. It was noted that the patient was experiencing pain and heating at the ipg site. The patient underwent a revision procedure wherein ipg was replaced and pocket was relocated.